Event description:
It was reported, that during an implant procedure, the leads had high impedance on contacts connected to the 1-8 channel but were normal for contacts connected to the 9-16 channel. The pt was sent home and brought back the following day for another impedance check. An x-ray was taken and revealed that the lead with high impedance had pulled out of the ipg header. The doctor scheduled the pt for a revision so that he could reconnect the lead with the ipg. During the procedure, it was reported, the doctor discovered that the ipg header was faulty at the 1-8 channel so instead opted to replace the ipg. The impedances were normal with the new device.

Manufacturer narrative:
Evaluation: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.